Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.053s, lot: 1l44168, manufacturing site: bettlach, release to warehouse date: 19.september 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure for femoral trochanteric fracture with proximal femoral nail antirotation (pfna-ii) system on (B)(6) 2019, the surgeon accidentally made a crack on the bone during insertion of the pfna-ii nail. Thus, both the nail and the pfna-ii blade were inserted from far posterior position due to the crack and insufficient position verification. The nail was inserted using an unknown hammer. In the surgery, reduction was not applied because the fracture was a highly stable type. There was no surgical delay reported. Patient status and surgical outcome are unknown. Concomitant devices: hammer (part: unknown, lot: unknown, quantity: 1). This report is for a pfna-ii blade. This is report 2 of 3 for (B)(4).